Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/0.5/088 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6)2021, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause is reported as unknown.

Manufacturer narrative:
Pt info:unk. This product is not marketed in the us. Claim# (B)(4).